Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that there was disconnection of the blue clamp bag from the setup (cassette) which led to this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume err critical error found) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that the blue clamp bag had fallen and was disconnected from the set up (cassette). Renal therapy services explained that therapy ended and advised the patient to contact the registered nurse. Proper procedures per the user manual were reviewed with the patient. The patient would use manuals to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.